Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never received therapeutic effect from their implanted device, even after a number of dose increases. A catheter dye study was done, however, the pt had an anaphylactic reaction to the dye. The physician had planned to do a pump exploration and a possible catheter revision. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.